Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The vendor's evaluation identified that the drive shaft was missing the two positioning pins. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that during an amputation, the ar-600sag, would not work when trying to cut fibula as the pins of the base that connects to the drill fall out and can no longer be used. Another handpiece was used in order to complete the case without further issue.